Event description:
The pt was with a complex cyanotic congenital heart disease who underwent a fontan completion and av valve repair. Pt subsequently developed abdominal distension from ascites, and a peritoneal dialysis catheter was placed on 10/2003 to drain the ascites. The pt then developed sepsis syndrome and required dialysis. In 2003, the rn caring for the pt hung the prismasate bag, broke the frangible pin between the two compartments of the bag, connected the tubing via leur lock, but failed to break the frangible pin that allowed the solution to go into the tubing. The system pulled fluid off the pt, causing the pt to become hypotensive. The dialysis nurse was called, and she discovered the user error and corrected the situation. The pt later died from complications unrelated to this event. The next day the same thing happened involving a different nurse. In reviewing the instructions that came with the bag, it was discovered there is nothing mentioned about breaking the second pin. It would be helpful if the second pin was colored in the same manner as the first pin (currently the second pin is clear which does not allow the user to see if the pin is broken), if the instructions included a step about breaking the second pin, and if the bag itself had a label on it reminding the user about the second pin. A prismasate competency was developed a year ago when the facility first started to use these bags, and the nurse who hung the bag had passed the competency. The picu [pediatric intensive care unit] nurses only have one or two dialysis pts a year, so re-education is of limited effectiveness. Device usage problem: other, device was hard to use.